Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01733.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2008. Alleged fracture." Patient allegedly received an implant on (B)(6) 2008 via right common femoral vein due to pre-op for gastric bypass surgery. Patient is alleging device fracture. (B)(6) 2008, ivc filter implant operative report: ¿a cook celect filter was placed in the infrarenal ivc. Post filter placement images demonstrate good position of the filter within the ivc.¿ (B)(6) 2017, CT of abdomen and pelvis: ¿findings: ivc filter with tip at the level of inferior l2, approximately 5 mm below the level of the single renal veins. Approximately 25-30° of tilting of the ivc filter. Bending the right lateral strut of the ivc filter is noted. Only 7 of the 8 shorter struts is demonstrated. One of the shorter struts in the expected region of 4 o'clock is missing. 4 longer struts are noted in the 12:00, 3:00, 6:00 and 9:00 positions. 12:00 strut penetrates ivc wall by 2.5 mm. 3:00 strut penetrates the ivc 6 mm and into the outer wall of the posterior aortic wall. 6:00 strut penetrates the ivc wall by 8 mm into the adjacent psoas muscle and l3-l4 disc space. The 9:00 strut penetrates the ivc by 9 mm and extends into the adjacent small bowel no significant stenosis of the ivc. Impression: bent\broken ivc filter with significant tilting. Penetration of long struts into the adjacent aorta, l3-l4 intervertebral disc space and adjacent small bowel."